Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The introducer sheath, coil and delivery wire were returned. Visual inspection of the introducer sheath was inspected and no defects were noted. The twist lock of the introducer sheath had been opened. The coil and delivery wire arms were not interlocked within the introducer sheath. The delivery wire was inspected no damage was noted. The coil was inspected and found to be stretched along the proximal portion. Microscopic inspection of the interlocking arm of the delivery wire was inspected and there was no damage noted. The zap tip of the delivery wire was inspected and there was no damage noted. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was found to be missing from the coil, and was not returned to site for analysis. The coil dimensions were found to be in specification. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sep-2016. It was reported that crossing difficulties in the catheter occurred. A 18mm x 40cm interlock -35 was selected for use. During the procedure, it was noted that the coil was unable to cross the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable. However, device analysis revealed a missing coil interlocking arm.